Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise, and insulation anomaly was noted. The lead was explanted and replaced on (B)(6) 2014. Patient's condition was stable after event.